Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 as a replacement. After implantation no pacing was visible and it was impossible to program the device to bipolar configuration, although a bipolar lead was implanted. A re-intervention was performed on (B)(6) 2021. During the procedure, the lead could be pulled out from the device without unscrewing. The lead was reconnected and then pulled, but during the test the connector of the lead was damaged: the pin remained in the device but the insulation of the connector was pulled out. The associated lead was abandoned and another pacemaker and lead were implanted.

Manufacturer narrative:
Please refer to the attached analysis report. B5 and d6 corrected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 as a replacement. After implantation no pacing was visible and it was impossible to program the device to bipolar configuration, although a bipolar lead was implanted. A re-intervention was performed on (B)(6) 2021. During the procedure, the lead could be pulled out from the device without unscrewing. The lead was reconnected and then pulled, but during the test the connector of the lead was damaged: the pin remained in the device but the insulation of the connector was pulled out. The associated lead was abandoned and another pacemaker and lead were implanted.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 as a replacement. After implantation no pacing was visible and it was impossible to program the device to bipolar configuration, although a bipolar lead was implanted. A re-intervention was performed on (B)(6) 2021. During the procedure, the lead could be pulled out from the device without unscrewing. The lead was reconnected and then pulled, but during the test the connector of the lead was damaged: the pin remained in the device but the insulation of the connector was pulled out. The associated lead was abandoned and another pacemaker and lead were implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected. E4 corrected. H6 (method) updated.